Event description:
It was reported that the implantable cardiac defibrillator (ICD) was at elective replacement indicator. It was also reported that there may have been early battery depletion. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.